Manufacturer narrative:
Correction has been made to section g, contact office. Incorrect name was previously provided.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. The device's internal battery would need to be replaced to address the issue. Determination made for device to be scrapped.